Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of an f-94 alarm was confirmed. The root cause of the reported condition was due to a damaged main battery. No repairs have been performed at this time. If any additional information is received, a follow up MDR will be sent. (B)(4). The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.